Manufacturer narrative:
Device under evaluation.

Event description:
The manufacturers service technician performed evaluation and testing and the reported problem was not duplicated. The service technician replaced the power management pcb board as a precaution for the reported problem. Final testing was completed.

Event description:
The international customer reported the device alarmed and stopped operating while in use on a patient. The customer reported there was no patient harm. Evaluation of the device is underway and service is pending.

Manufacturer narrative:
(B)(4)